Event description:
This pt has a right total knee arthroplasty at another facility and a subsequent revision at the hosp in 1990. She had done well with this until a few months ago when she began having increasing pain and instability of the right knee. X-rays showed some loosening of the tibial component. She was admitted for revision of the right total knee. All components were removed and replaced.